Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 24.6 mmol/l. Customer had been switching insulin pump since last two days. Customer reported insulin pump system had not been in use within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.